Manufacturer narrative:
It was reported that patient experienced ineffective therapy. System diagnostic recorded low impedances. Surgical intervention may take place at a later date to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded low impedances. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs lead, model: 6172, UDI: (B)(4), serial: (B)(6) lot: 6141672.